Event description:
During an ercp procedure, the physician used a cook endoscopy fusion oasis stent introduction system to place a biliary stent. The report indicated that the stent would not deploy. Force was applied by the user and the introduction system separated from the handle. The stent was placed incorrectly and was retrieved using a snare. No additional medical procedures were required due to this occurrence. The pt did not experience an adverse effect due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the reported breakage of the stent introduction system. The handle was returned separate from the introducer. The outer sheath of the introducer has severely buckled in two areas near the handle. Bends are visible in the guiding catheter in the areas where the outer sheath has buckled. The guiding catheter was unable to be retracted due to buckles in the outer sheath. A distinct bend is present in the guiding catheter 7.5cm from the distal tip. The distal end of the guiding catheter is intact and the area surrounding the radiopaque band is smooth. The stent used during the procedure was made and evaluated by another MFR. They indicated a dimensional verification concluded the stent met the appropriate dimensional specifications. An indentation was noted on the stent approx 5 cm from the proximal end. A 0.035" wire guide was passed through the inner lumen of the stent. Slight resistance was felt, when passing the wire guide through the stent at the location of the indentation. A biliary stent (8.5 french) from our shelf stock was used, during our evaluation of the introduction system. (This stent has the same inner diameter as that of the stent used with the affected introducer). The stent slides over the guiding catheter as intended. Slight resistance is encountered when the stent passes over the bend located 7.5cm from the distal tip of the guiding catheter. The outer diameter of the introducer's guiding catheter was measured at six locations along the distal 12 cm of the catheter. The measurement of the guiding catheter does not suggest the catheter contributed to the reported difficulty, because the measurements were not larger than the applicable tolerance listed in the mfg specification. No discrepancies or anomalies were observed during a reivew of the device history record for the fs-oa-8.5 device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: we could not reproduce the actual conditions of device usage due to clinical conditions such as pt anatomy and scope position. A definitive cause for the reported observation is unable to be determined. From our evaluation of the introduction system and info supplied by the stent MFR, the most likely cause for difficulty in stent deployment is likely the indentation in the stent and the bend in the introducer's guiding catheter. A mfg anomaly that could have contributed to the reported observation was not observed, during our evaluation of the introduction system. It is possible that the stent and introducer system became indented/bent during usage. The indentations may have been a contributor to resistance in stent deployment. It is likely severe buckling of the introduction system and separation of the introducer's handle occurred when added pressure was applied in response to stent deployment difficulties. Stent misplacement and retrieval likely resulted in response to stent deployment difficulties. Bends in the catheter can occur, if the device experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the device in short increments through the accessory channel of the endoscope. Forceful insertion could have contributed to a bend in the introduction system. The report indicated that the affected device was used with a pentax endoscope, but the model number was unable to be provided. The fs-oa-8.5 requires a minimum accessory channel diameter of 4.2mm in diameter. Resistance in accessory device advancement can occur if the device is used with an endoscope having an accessory channel smaller than 4.2mm in diameter. As stated above, forceful could have contributed to a bend in the introduction system. Prior to distribution, all fusion oasis stent introducers are subjected to a visual inspection to ensure device integrity. The device is visually inspected for kinks. The outer diameter size of the guiding catheter is verified during the inspection process. This is done 1 per lot and visually compared to the remainder of the lot. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time. Customer qa will continue to monitor for complaint trends.